Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified or an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further info have been made. Allergan has received no response from the authors. Reflux is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device labeling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease". "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Reported event of gastro-oesophageal reflux disease 2 cases from journal article: "outcomes after laparoscopic conversion of failed adjustable gastric banding to sleeve gastrectomy or roux-en-y gastric bypass." Although the MFR of the device is unk. If is allergan's approach to compliance to resolve all doubt in favor of reporting.